Event description:
Info received indicates the brake and brake/steer casters didn't hold the bed after activating the brake mechanism.

Manufacturer narrative:
The tech found the casters were worn and adjusted the casters to repair the bed.